Manufacturer narrative:
(B)(4). (B)(6). A picture of the part was received and review of the picture confirmed that a pin was missing from the cut block. Review of the device history record identified no deviations or anomalies and review of the complaint history identified one related report where it was reported that the pins were loose or have fallen out, however, there are no other reports for this lot number. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 1825034-2016-04103.

Event description:
It was reported that during a total knee arthroplasty, the pins on the back of the cutting block were noticed to be loose. No adverse events have been reported as a result of the malfunction.